Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "peri-implant liquid".

Event description:
Patient reported right side "pain", "peri-implant liquid in the right breast hardened on breast ultrasound" and mentioned the recall. Device remains implanted.